Event description:
Rptr has identified what appears to be an unusually high rate of device failure in the pip implants placed in rptr's pts. In addition, it appears that pip is not honoring its warranty which the co promised for reimbursement of surgical costs encountered as a result of explantation and re-implantation of deflated devices. Rptr has tried to deal with co by telephone in the past and over the last several mos has rec'd no response. Ruptured left side. Rptr has submitted claims to co for reimbursement of surgical costs, which were incurred as a result of explantation of deflated implants. Thus far rptr has received no reply from co. In previous conversations with co's business office, rptr was told that reimbursement checks for the above claims were "in the mail". Rptr also wishes to know co's intention regarding notification of pts of what appears to be an unusually high rate of deflation in implants.